Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: the keypad button was undamaged and all of the buttons were normally responsive. No contamination was found on the button contacts. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 11/13/2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad button under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.